Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. UDI not available for this system at time of filing. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. The event occurred intraoperatively and caused no delay to the surgery. It was reported that the active blunt probe long cable connector was broken. The led's were not visible to the camera and not being tracked. The active blunt probe long cable connector was replaced. The surgery was completed without navigation and there was no impact on patient outcome.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.

Manufacturer narrative:
Additional information: device lot number provided. The probe was returned to the manufacturer for evaluation. Misuse was noted to have led the lemo connector being removed and replaced incorrectly, preventing a proper connection being made.